Event description:
It was reported that the wipes burned the patient's skin and that her skin broke out. No further information is available.

Manufacturer narrative:
We have now concluded our investigation into this report for 420400 skin-prep wipes box 50 01. The product, intended to use in treatment, was not returned for visual or functional evaluation. The manufacturing batch record could not be reviewed as no lot number was provided; however, it can be confirmed that each batch released to market undergoes full testing as outlined in the finished product specification, and must comply with all the requirements. It can also be confirmed from the that there were no changes to the manufacturing process or raw materials used that may have caused or contributed to the incident highlighted in this complaint. A relationship between the reported event and the product, could not be determined as there was limited information available. There is no risk identified during the documentation review. A three-year complaint history review was completed. There have been further complaints associated with this failure mode, however, it does not indicate a trend. As clinical/medical documentation or pictures were not provided as support for this investigation, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A definitive root cause could not be identified. Please note, the product contains; purified water, diglycol, glycerin , sorbitol , octoxynol- 9 , dimethycone copolyol , diazolidinyl urea , methyparaben. The ifus states: ¿do not apply directly to open wounds or in deep puncture wounds. Should redness or other signs of irritation appear, discontinue use. Do not apply to infected areas of the skin. Do not use on patients with a known allergy to any of the ingredients.¿ as no manufacturing, material or design issues were identified, no further investigation or additional actions are required. As there was limited information, probable cause could not be determined.